Event description:
It was reported that a patient was hospitalized for a right upper lobectomy via video-assisted thoracoscopy. During the procedure, the stapler became jammed in the closed position on an artery. It was successfully opened without difficulty after a few minutes. Clinical consequences and current condition of the patient/person involved: risk of hemorrhage; no consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: did the device fully fire and stop during the automatic knife return? Yes. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? It could be opened after few minutes. If yes, did the jaws eventually open? Yes. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Unk how much blood was lost (ml)? 100 ml did the patient require a transfusion? No. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.